Event description:
It was reported that the patient was experiencing intermittent stimulation and ¿wasn¿t feeling it constant.¿ the patient started having the problem with stimulation the day prior to the report. Additional information received stated that the manufacturer¿s representative (rep) completed an impedance check and found no issues. Adaptivestim was turned on and the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).